Event description:
The device did not display the volume delivered. The pump was returned to the biomedical department with an unsigned note that stated, "broken, doesn't keep track of doses delivered." No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reports of any adverse patient events while the pump was in clinical use.